Event description:
We performed 2 separate tests using the ihealth mdel ico-3000 self test covid-19 antigen rapid test with the same person, one result was positive and the subsequent test was negative. The use of this product gives the user low confidence in the use of the test kit and its reliability. FDA safety report ID # (B)(4).